Event description:
It was reported that during a follow-up visit it was noted that the right atrial (ra) lead thresholds had increased since implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Additionally, the outer insulation of the lead was extrinsically cut but not breached, the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during a follow-up visit it was noted that the right atrial (ra) lead thresholds had increased since implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri-52 lead 2014-(B)(6); (B)(4).